Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator recorded an error code. Device data was sent to rhythmcare for review. Data review determined this was a single event upset resulting in a device reset. Rhythmcare confirmed the reset is associated with the safety architecture within the device. This device remains in service. No adverse patient effects were reported.